Event description:
It was reported, that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous, and severely calcified coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted, that the balloon ruptured at 12atm. The device was removed without any issue using normal method. The procedure was completed with another of the same device. No patient complications were reported. And the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6).